Event description:
The patient had been on intrathecal baclofen therapy for approximately 2-3 months. The patient was experiencing an altered mental status. A subdural catheter was suspected. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).